Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet could not pair with a freestyle libre 3 plus sensor because the sensor was already paired to the manufacturer¿s mobile application, and the user had been attempting to connect the same sensor to two devices. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no impact to health and no need for medical intervention. User support included customer education and troubleshooting focused on connection requirements and proper pairing workflow. Investigation of this case revealed that the sensor was in use by another device and that the ilet requires pairing a new sensor directly through the ilet application, with the third-party app deleted prior to pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing and configuration.